Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported when the doctor approached the lesion in the anterior tibial artery, he was unable to push forward, so he pulled back and found that the outer layer of the device was stripped. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported multiple kinks along the entire length of the catheter shaft and fibrous foreign matter was present. There is no delamination of the materials or signs that the coating is coming off. It is possible that this substance led the physician to believe the outer layer had stripped. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported when the doctor approached the lesion in the anterior tibial artery, he was unable to push forward, so he pulled back and found that the outer layer of the device was stripped. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information provided stated that no fragments remained in the body of the patient.